Event description:
It was reported that an alert for low, out of range pacing lead impedance was observed. All other electrical measurements were normal. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.